Event description:
Procedure: diagnostic lap with ovarian cystectomy. Reportedly, the stapler did not fire correctly. The knife blade cut half way through the staple line when the staples were deployed. Procedure was converted to open to control bleeding. Patient was not transfused. Patient was ligated to complete.